Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was discarded by the user facility. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
A user facility medwatch report was received, stating ¿the midas drill bit broke while drilling the skull. What was the original intended procedure? Craniectomy for evacuation of a hematoma. Device usage problem: device failed (e.g., broke, couldn¿t get it to work or stopped working).¿ the age and gender of the patient were on the form. On follow up with the user facility it was reported that there was no impact or injury to the patient. The tool broke in the middle of drilling, but the tool fragment fell outside of the surgical site. A second drill bit was used to complete the procedure with no delay. It was confirmed that the broken tool was discarded at the facility. The facility would not provide additional patient information. There was no information available regarding concomitant devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.